Manufacturer narrative:
(B)(4). Event month and day: unknown event year: 2017 batch #unk. We did not receive a batch or lot number for the product involved in this compliant. Therefore, a device history could not be done.

Event description:
It was reported that during a laparoscopic cholecystectomy, the pouch broke last week. There were no further details given. There were no patient consequences.